Event description:
It was reported that the right atrial lead exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the outer insulation was abraded at multiple locations which exposed the outer coil and resulted in noise. Abrasions are consistent with constant friction with another implantable device.